Event description:
Boston scientific received information that this patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was admitted to the hospital due to a syncopal episode. Noise was observed on the right ventricular (rv) pace/sense lead with oversensing and pacing inhibition. The patient was pacemaker dependent. Subsequently, the rv lead was surgically abandoned and replaced. During this same procedure, the physician elected to replace the crt-d as it was nearing elective replacement indicator (eri).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.